Event description:
It was reported that the patient faced leakage from the puncture site event on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin pen.

Manufacturer narrative:
MDR . / initial 1 of 3. Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.